Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative (rep) regarding a patient receiving lioresal via an implantable infusion pump. It was reported that the pump was unable to be refilled due to it slipping in the pocket. X-rays revealed flipped pump and the plan was to move the pump to the patient's chest. Surgery was planned for (B)(6) 2021. The issue was not resolved at the time of this report and the patient's status was "alive- no injury." The patient's medical history included cerebral palsy.